Manufacturer narrative:
Product complaint # (B)(4). This is a duplicate report of 1818910-2018-65425. 1818910-2019-109647 is being retracted as it is a report duplication. 1818910-2018-65425 will be kept for investigational purposes.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received ad 17 june 2019. The patient underwent a right knee revision due to tibial tray loosening at the cement to implant interface. The femoral component was noted as well fixed, however, after removal it was evident there was some erosion due to synovial hypertrophic process causing some bone loss involving the distal lateral femoral condyle and posterior aspect of the lateral femoral condyle. There was no significant bone loss otherwise from the remainder of the distal femur. The surgeon noted the tibial tray was grossly loose at the cement to implant interface. After removal of the cement on the tibia, the surgeon reported one cortical defect over the anteromedial proximal tibia that communicated into the metaphyseal area, measuring 1.5 cm x 1.5 cm. The defect correlated with the area of the prior acl tunnel from the primary operation. The patella component was well-fixed and not revised. Competitor cement was used during the primary operation. Doi: (B)(6) 2014; dor: (B)(6) 2017; right knee.